Event description:
It was reported that the left ventricular (lv) lead was capped and replaced due to diaphragmatic stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk biv ICD implanted: 2010-(B)(6), 5076-52 lead implanted: 2010-(B)(6). (B)(4).